Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy and planned to reach out to their hcp to obtain an additional backup method. There was no adverse impact to the customer's blood glucose level.